Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb cable does not feel secure when connected to the usb port. As a result, the pump was unable to be charged despite the attempt of multiple usb cables. There was no visible damage to the usb port. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.